Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower and machine flow sensor were replaced to address the issue. The device had evidence of water ingress.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower and machine flow sensor were replaced to address the issue.the device had evidence of water ingress. The device's syatem board was also replaced due to a test failure.